Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: one (1) strut was bent approximately 90 degrees at inflow. Two (2) struts were bent outwards at outflow. The leaflets are dehydrated and wrinkled due to storage condition (prolong crimp) during the return handling process. The frame was distorted. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed through the device evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per complaint description, 'when inserting the valve into the sheath, high push force, no kinking of the sheath visible in the angio. After the sheath, a bent strut of the valve was visible in the angio.' Per case notes, 'no heavy calcification or tortuosity'. Additionally, scratches and sheath shaft curvature were observed from the returned devices. It was indicating that patient could have calcified and tortuous access vessels . And gouges was observed on flex tip, which indicated the excessive manipulation of delivery system. Per training manual states, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Tortuosity can create a challenging pathway for delivery system insertion through the sheath. The presence of calcification within the access vessel can prevent the sheath from proper expansion during delivery system advancement resulting into resistance. So, if excessive force was applied to overcome the resistance during the delivery system advancement, the valve strut could catch within the sheath shaft and resulted in bent struts at inflow, and observation form returned sheath (liner torn and sheath shaft puncture). The bent struts at the outflow could be potentially caused by the excessive manipulation during the delivery system (with crimped valve) retrieval through the sheath. As reported, 'system with valve could not be pulled into the sheath'. As such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation/withdraw delivery system with crimped valve) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. When inserting the valve into the sheath, high push force was observed. After the the valve exited the sheath, a bent strut of the valve was visible in the angio. Withdrawal difficulties were encountered and the groin had to be exposed by a vascular surgeon to remove the system. A new sheath was inserted through the exposed groin and a new system with valve was inserted. The second valve was implanted without problems with a position 80/20 aortic. The final position was acceptable with no pvl. The patient is in a good condition.